Event description:
It was reported that the patient underwent a c6-7 acdf using a peek interbody device to treat c6-7 spondylosis. Bmp was placed inside the implant. Per the operative notes, "using the [brand] interbody implant, a 5mm implant was measured and felt to be appropriate given the near complete collapse of the disk space. The implant was tamped into place. Self-drilling screws were then placed in the bodies of c6 and c7. It appeared that the screw broke through the top of the implant. The implant was thus removed, and a new implant as obtained. Larger diameter screws were used then to secure the implant (rescue screws). The implant appeared to be in good position."

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Also see medwatch report numbers 1030489-2012-01441, 1030489-2012-01442 and 1030489-2012-01443.